Manufacturer narrative:
Isi has received the permanent cautery hook instrument for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced. There was no patient harm or injury; however, at this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced. Furthermore, a "frayed" cable was also noted. There was no report of fragments falling inside the patient during the surgical procedure and no report of patient harm, adverse outcome or injury. On 23-mar-2018, intuitive surgical (isi) contacted the initial reporter and obtained the following additional information: there were no video recordings available of the procedure. The permanent cautery hook instrument was inspected prior and after use and no damage to the instrument was noted. The cannula mount was also inspected by the tech before and after use and no damage was noted. The coagulator settings used during the procedure was 50 cut, 50 coag and 50 monopolar. Only monopolar energy was used during the procedure. The surgeon was dissecting and cauterizing tissue when the arcing issue occurred. The instrument was arcing back to itself near the wrist region. The surgeon believed the arcing was caused by the piece of wire sticking out of the wrist (arcing back to the piece of the wire). The surgeon did switch to a backup cautery hook and completed the procedure successfully with no patient harm and no tissue damage. There were no collision of instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The conductor wire looked frayed and was missing the black insulation. It was not visually obvious whether the conductor wire had broken at the weld location, thus causing the thermal damage. For additional analysis, x-ray CT scanning was performed to visualize the weld joint to the hook post. It was found that the conductor wire was still attached to the hook post (the weld joint was still intact). Therefore, the thermal damage observed on the instrument occurred due to the insulation of the conductor wire being compromised due to user mishandling/misuse. Based on failure analysis investigation results, this MDR report is being retracted as the damage to the instrument was determined to have been due to user mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
Initial MDR submitted on 04/12/2018: isi has received the permanent cautery hook instrument for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced. There was no patient harm or injury; however, at this time it is unknown what caused the arcing to occur. Supplemental MDR #1 submitted on 04/17/2018: intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The conductor wire looked frayed and was missing the black insulation. It was not visually obvious whether the conductor wire had broken at the weld location, thus causing the thermal damage. For additional analysis, x-ray CT scanning was performed to visualize the weld joint to the hook post. It was found that the conductor wire was still attached to the hook post (the weld joint was still intact). Therefore, the thermal damage observed on the instrument occurred due to the insulation of the conductor wire being compromised due to user mishandling/misuse. Based on failure analysis investigation results, this MDR report is being retracted as the damage to the instrument was determined to have been due to user mishandling/misuse and not due to a malfunction of the instrument. The failure analysis evaluation and findings have been reassessed. Failure analysis investigations replicated/confirmed the customer reported complaint of ¿arcing¿. The distal end of the permanent cautery hook instrument exhibited thermal damage. The permanent cautery hook instrument was found to have a damaged conductor wire within the conductor wire cap. The conductor wire appeared to be frayed and was missing the black ethylene tetrafluoroethylene (efte) insulation. For additional analysis, x-ray CT scanning was performed to visualize the weld joint to the hook post. It was found that the conductor wire was still attached to the hook post (the weld joint is still intact). Therefore, the thermal damage was due to the insulation missing from the conductor wire. No additional complaints related to this instrument or event have been reported. No image or video was provided by the site to isi for review. This complaint is being reported because damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Updated fields: (B)(4). Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's fourth usage and, therefore, had not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a permanent cautery hook instrument had a frayed cable, which led to arcing. There was no report of fragments falling inside the patient during the surgical procedure and no report of patient harm, adverse outcome, or injury. On march 23, 2018, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: there were no video recordings available for the procedure. The permanent cautery hook instrument was inspected prior to use and after use. There was no damage to the instrument found before use. The cannula mount was also inspected by the operating room (or) staff before use and after use. The cannula mount did not have any damage before or after use. A conmed coagulator (product number 60-8005-001) was used during the procedure. The coagulator settings used during the procedure were 50 cut, 50 coag and 50 monopolar. Only monopolar energy was used during the procedure. The surgeon was dissecting and cauterizing tissue when the arcing issue occurred. The arcing issue did not occur at any other point during the procedure. The instrument was arcing back to itself near the wrist region. The surgeon believed the arcing was caused by the piece of wire sticking out of the wrist (arcing back to the piece of the wire). The surgeon switched to a backup permanent cautery hook instrument and completed the procedure successfully with no patient harm. The patient was not injured. There was also no damage to the tissue at all due to the arcing event. The grasper instrument was also in use at the time of the arcing event. There was no collision of the instruments at all during the procedure. The grasper instrument was not in close proximity. No intervention was needed due to arcing. There was also no difficulty in replacing the permanent cautery hook instrument. The permanent cautery hook instrument was replaced as intended and the procedure was finished. Only the surgeon noticed the first arcing event due to a small amount of energy involved. The surgeon confirmed with the or staff at the time once the arcing recurred twice more. There was a total of three arcing incidents before the instrument was swapped out.